Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service they experienced peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with staphylococcus epidermidis in the culture and a wbc count of 677/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed a one-time dose of intraperitoneal vancomycin at 1000 mg and ip ceftazidime at 2000 mg daily for two weeks. The patient is recovering from this event while remaining asymptomatic in response to antibiotic therapy. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). A follow-up wbc count taken in the outpatient clinic on (B)(6) 2024 presented with 149/mm3. The patient continues ccpd therapy on the same liberty select cycler through the treatment course to present.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service they experienced peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with staphylococcus epidermidis in the culture and a wbc count of 677/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed a one-time dose of intraperitoneal vancomycin at 1000 mg and ip ceftazidime at 2000 mg daily for two weeks. The patient is recovering from this event while remaining asymptomatic in response to antibiotic therapy. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). A follow-up wbc count taken in the outpatient clinic on (B)(6) 2024 presented with 149/mm3. The patient continues ccpd therapy on the same liberty select cycler through the treatment course to present.